Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.0.1 h2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs captured multiple registration attempt was done by the site. Most of the time they were successful in the registration and multiple time they got failed in the registration due to the accuracy metric was more than 5 millimeters (mm). Logs captured in most of the registration attempts site traced very less amount of the trace points. Reviewed the archive, it had 1-mr exam with 122 slices and (spacing <(>&<)> thickness 1.20 mm), and the 3d model was not good as it had cropped chin and cropped from bottom. The archive had multiple registration present, observed from all the registration that multiple trace points were under the skin and overlapping each other. Suspected due to the scan quality or the tracing pattern might have caused the issue in passing the registration and then lead to alleged inaccuracy issue. As the scan was cropped from bottom and the skin looked loose so it was very hard to register on such type of the scans. Suggested to allow more anatomy to register on and trace the points in the suggested blue area and avoid applying excess pressure while tracing so that points do not sink below the surface of the model. Codes: b01, c19, d15 h2-3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The logs captured a segfault and a core file in the qmlguiservice on the date of the issue. The core file was generated by "qmlguiservice" and the program got terminated by signal sigsegv, in the libnvidia-glcore.so.430.40 in the function "mre::details::default shader storage buffer object: initialize". Syslog captured the system was booted only once on the issue date at " feb 6 05:36:42 " after that the system was not booted on the issue date. But as per the description the error 64 was observed on initial bootup, and the segfault found from logs occurred at "feb 6 08:35:00" when user was in registration task, so no evidence of error 64 was found during bootup or after the immediate bootup. Codes: b01, c10, d18 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The system was serviced in the field and no failure was found. B01, c19, and d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: 2.1.0, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the surgeon was able to get a passing accuracy metric, but the registration appeared to be off. The rep talked them through 3-point registration over the phone, but they were unable to get a passing metric with that method. Navigation was aborted. The site reported that upon initial boot up this morning the system displayed an error 64 message before booting normally.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The issue occurred during a tumor resection procedure. The registration accuracy was 1.4mm. There was a delay of less than one hour prior to navigation being aborted.